Event description:
It was reported, that during use on patient, the device generated error code 44.0000 and stopped ventilating. No patient health consequnces have been reported.

Manufacturer narrative:
For the affected device, a similar event had already been reported to dräger service in the past an engineer from the local dräger s&s organization had then examined the device and recommended the replacement of a faulty power supply and a faulty pba-o2 valve. The user facility however did not respond to the offer to repair the device. It is not known if any repair measures were executed and/or if the actual event was related to the same aspects as the earlier instance. If so, dräger cannot be held responsible for events that are caused by circumstances like these. According to the missing information and logfile for the reported time, it cannot be excluded that a device malfunction led to a stop of ventilation. However according to the initial information, the device alarmed as specified due to a deviation within the electronic system. A deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. If the failure is irreversible, the startup sequence cannot be finished resulting in a high priority buzzer alarm. The customer has to disconnect the patient from the device and continue ventilation without delay using another independent ventilator. During the power up sequence of the ventilator there will be a check of safety relevant parameters and functions. The df44.0000 is displayed when the internal test of the inspiratory emergency venting function fails. In a case of a second failure event with overpressure in the inspiratory pneumatic system, the electrical vents could not be switched in a right manner. The mechanical security vents are not affected. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.